Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (greater than 600 mg/dl), diabetic ketoacidosis and dehydration. Customer was treated with fluids, intravenous insulin and antibiotic for an unspecified infection. Customer was discharged two days later with the issue resolved and no permanent damage. Customer did not observe any issues with the cartridge, infusion tubing or cannula and the cause was unknown.